Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review for plunger rod difficult to move and stopper damaged due to unknown lot number.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move and the stopper is deformed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the plunger is difficult to move and the stopper is warped and uneven so the dosage is off. Verbatim: I have a complaint. I am writing about bd insulin syringes. Many of the syringes in the bags are of poor quality. They are extremely tight to pull down and up and the black plunger that you use to line up the dose is warped and uneven so the dosage is off.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move and the stopper is deformed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the plunger is difficult to move and the stopper is warped and uneven so the dosage is off. Verbatim: I have a complaint. I am writing about bd insulin syringes. Many of the syringes in the bags are of poor quality. They are extremely tight to pull down and up and the black plunger that you use to line up the dose is warped and uneven so the dosage is off.